Manufacturer narrative:
E1: patient city: (B)(6).patient country: italy.name: medtronic minimed.(B)(6). Based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an issue in which tape was not sticking to the skin because the glue was not adhering on (B)(6) 2026.